Event description:
The hearing aid user has worn behind-the-ear hearing aids for many years. She has a history of ear infections and drainage with her old hearing aids, but wanted to try in-the-ear hearing aids. After wearing the new aids for a few weeks the infections returned in both ears. Her dr has advised against wearing in-the-ear hearing aids.